Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The devices associated with this report were not returned. A complaint database search finds no other related incidents against the provided product and lot combinations. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
New etq created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint- patient was revised to address femoral loosening. Update: litigation papers received (B)(4) 2014. Litigation alleges that the patient suffers from pain, discomfort and large amounts of toxic cobalt chromium metal ion particles to be released into the blood, tissue, and bone. Date of implant has also been provided. A hip liner and femoral head are now being reported to address these allegations. The complaint has been updated on (B)(4) 2014.

Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Depuy still considers this investigation closed at this time.

Event description:
Update 7/28/15-pfs and medical records received. After review of the medical records for MDR reportability, the revision operative note indicated the stem was very difficult to remove. An unknown stem is being added for the alleged high metal ions (no labs were provided). It should be noted that there was no mention of any femoral loosening, but the stem/sleeve were both removed. The complaint was updated on: 8/24/2015.

Manufacturer narrative:
(B)(4).

Event description:
Ppf alleges bone fracture, and loosening of stem.